Event description:
Scrub tech noted difficulty in retracting distal 1/3 of basket back into delivery sheath while submerged in water. Upon closer look visual examination, delivery sheath noted to be torn. FDA safety report ID # (B)(4).